Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was reported to be due to a bacterial infection but as no use error was reported and no additional information was available, the cause of the bacterial peritonitis is assessed as unknown. Beginning on an unreported date, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Hospitalization was ongoing, but it was reported that the patient was prepared for discharge. Peritoneal dialysis therapies were ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.